Event description:
It was reported the patient experienced post void retention and pain. The patient was treated with medication on (B)(6) 2014. The event resolved on (B)(6) 2014. No further patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the medication prescribed to the patient on (B)(6) 2014 was alfuzosine 10mg, once per day. If additional information is received, a follow up report will be sent.